Event description:
It was reported that the patient was admitted to the emergency room with mild withdrawal symptoms (jittery and clonus). The next day, the surgeon did a proximal revision of the catheter. The sutureless connector was connected, but proximal revision of the catheter. The sutureless connector was connected, but the plastic was pulled away from the connector; the metal connection was still attached. The pocket was filled with 50 cc of fluid; it was thought that cerebrospinal fluid may have been leaking back into the pocket or it may have been that drug was leaking (it was unclear if the fluid was tested). A catheter access port (cap) study was done before the replacement and was reported to be successful. There was no patient injury. The patient recovered without sequela. It was noted that the patient's mother had been doing a vitamin c oil massage around the pump. The pump was used to deliver baclofen. Add'l info has been requested from the hcp, a follow up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump connector has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.